Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifiers: sids (B)(6).

Event description:
The customer reported falsely elevated creatinine results generated on the alinity c analyzer on seven patients. Results provided (umol/l): (B)(6) = 376 / new sample (B)(6) 2019 = 40 / 41. (B)(6) 2019 sid (B)(6) = 251 / 83. (B)(6) 2019 sid (B)(6) = 217 / 69. (B)(6) 2019 sid (B)(6) = 191 / 118. (B)(6) 2019 sid (B)(6) = 191 / 77. (B)(6) 2019 sid (B)(6) = 191 / 120. (B)(6) 2019 sid (B)(6) = 244 / 119. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included manually cleaning the cuvettes and replacing the dry tip. There have been no further reports of discrepant results since the cuvettes were cleaned and the dry tip replaced. A review of the ac01196 service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c analyzer.